Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was to report they had a difficult time with the procedure and anesthesia. The patient said they had been very groggy and today were just beginning to feel a little better. No further action was taken by the manufacturer help line. They were redirected to follow up with their healthcare provider (hcp). Additional information was received from the patient. They reported that during the trial they got better results on the left side instead of the right side and then results also dissipated on the left side towards the end of the trial. They stated they were told it was normal and that sometimes the lead moves. The patient confirmed there was no allegation the lead moved but were told it could happen. They reported the ins ended up being implanted on their right side but "preferred the left side." They were not feeling any stimulation sensation and were having loss of urinary control. An offer was made to assist the patient with increasing therapy, however, the call was disconnected before being able to do so. The patient called back to continue with checking their settings and making an adjustment. They received a device not responding message and reported it was difficult for them to reach back to connect with the communicator and that since implant, they could not do it on their own. The patient had their friend assist by holding the co mmunicator over the implant site and the patient was able to connect to see their settings. The patient increased the stimulation to where they could feel it comfortably in their bike-seat region. The manufacturer help line reviewed stimulation considerations and therapy expectations. The patient was going to monitor their symptoms now that a change had been made, make another adjustment if needed, and reach out to their managing health care provider (hcp) if they had any further concerns about their symptoms. The patient's friend reported the patient had trouble standing for long periods of time (no allegation related to device/therapy).